Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported difficult clip deployment and single leaflet device attachment (slda). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted successfully on the medial side of anterior and posterior leaflet 2 (a2p2). Second mitraclip xt was placed on lateral side of anterior and posterior leaflet 2 (a2p2), while deploying, the clip was not able to detach from delivery system. Trouble shooting was performed and clip detached from delivery system, but it was determined that single leaflet device attachment (slda) occurred. Additional mitraclip nt was implanted successfully to stabilize mitraclip xt. All steps were performed as per IFU. The final mr was grade 1-2. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.